Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for high blood glucose levels. Prior to hospitalization, customer did not attempt a set change or a manual injection to treat the high blood glucose levels. Troubleshooting was performed and the insulin pump passed the primes test. Tubing clamp was not available to run the high pressure test. The medical doctor stated he would run the test on his own with a hemostat. Nothing further reported.